Manufacturer narrative:
Upon visual inspection, the fractured cover screw is confirmed. The abutment has a portion of another fractured screw. The threads appear to be in functional conditions, although signs of use are present. There is a piece of debris inside the abutment screw internal threads. The device history record has been reviewed and there was no indication of a manufacturing deviation that would contribute to this event. A definitive cause could not be determined.(B)(4)

Event description:
The dentist report that this abutment screw fractured. The screw was completely removed.

Manufacturer narrative:
This device was not returned to the manufacturer.